Manufacturer narrative:
(B)(4). Batch # n54l2x. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that the incision of the hand port was extended. How much, in centimeters, was the incision extended? Approximately 2cm.

Event description:
It was reported by the sales rep that during a hand assisted lap sigmoid procedure the device fired, a crunch was heard and the washer was cut, the donuts were properly formed, but the staples did not form at all; they were in goal post form. Procedure was completed by extending the incision of the hand port, the surgeon tying off the purse string, firing a contour across the rectal stump to close it, and then using another device of the same product code to complete the procedure. There were no patient consequences reported. One device will be returned.